Event description:
Event description: cpi received information that this implantable cardioverter defibrillator (ICD) reported a shorted shocking lead during a ep study. The endotak lead was abandoned and a new lead and ICD were implanted.